Event description:
Using baxter 0.9% sodium chloride injection 100ml IV bag with vial-mate adapter found what appeared to be floating plastic piece inside drug vial after activation. Test was run with another vial of same drug and floating piece was found in vial. Tested with a different drug and found similar floating debris after ample time to dissolve. Ndc bag: (B)(4) lot#p290478. Baxter vial mate adapter product code (B)(4) lot #gr11f02034. Pulled all vialmate adapter bags from use and are now using a different IV bag system with no floating debris found. Dates of use: (B)(6) 2012.